Event description:
It was reported that a patient underwent a skin tumor resection procedure on (B)(6) 2025 and barbed suture was used. The problem of the suture pulling off the needle happened in surgery. Changed to another four to continue the surgery, the same problem happened. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (b(4). H6 component code: g07002 - one labeled winding former with a partially suture. Additional information was requested, and the following was obtained: * when did the suture break (in the package, during removal from the package, during handling prior to using on the patient, or during use on the patient) ? The needle detached/pulled off from the suture during use on the patient. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. During analysis at the failure analysis lab an unknown product was received (vicryl violet suture and needle) for this complaint (B)(4). Please confirm if the received sample belongs to this complaint. H3 investigation summary ==> the product was returned to ethicon for evaluation. One labeled winding former with a partially suture was received for analysis. Product code vcp493. The visual assessment of the suture noted that the end appears to be broken. However, the needle was not returned for analysis to determine the assignable cause. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and non-conformances no related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information was requested, and the following was obtained: during analysis at the failure analysis lab an unknown product was received (vicryl violet suture and needle) for this complaint (B)(4). Please confirm if the received sample belongs to this complaint. Contacted with the sales rep today via phone, the received sample (vicryl violet suture and needle) does not belong to this complaint (B)(4), but may belong to complaint (B)(4).